Event description:
Additional information received reported that the patient couldn¿t sit, standing hurt, sitting hurt, laying on her side hurt, and she couldn¿t think, which started on 2014 (B)(6). It was noted that the patient felt the lead or a ¿block/circle¿ in the back at the lower spine area and she felt it was something that may have become loose.

Event description:
It was reported the device was implanted at the hip, which caused it to move ¿back and forth.¿ the patient also experienced pain in their lower back which went down their leg. The patient¿s toe¿s twitched even with the device set at 0.0v and confirmed to be off. The device was off at the time of the call, but when it was on, it was helping with their urinary issue. It was noted the patient¿s pelvis was misaligned and that was ¿maybe¿ what was causing the pain and their toe to twitch. It was noted the patient was still having concerns regarding the device or therapy, but was working with their doctor or manufacturer representative. An appointment on 2011-(B)(6) was noted. About two and a half years later and as of the date of this report, the patient was having lower back pain and spasms. The toes on the right foot were twitching. The patient felt the ¿lead or a block/circle¿ in the back lower spine area and felt ¿it was something that may have¿ to do with it. It was noted that stimulation had not yet been decreased to determine if it would help. No falls or traumas were noted, but the patient did ¿smash¿ their foot on a chair in (B)(6) 2013. They broke their ¿baby toe.¿ it was stated the patient had been sitting ¿long periods of time¿ with their foot up on a chair to help with swelling. The implantable neurostimulator (ins) was reportedly working with symptoms. It was stated the leads were implanted ¿very, very deep¿ as well. During the call, the ins was turned off and the patient was to see if they noticed the twitching with the ins off. The patient felt it could have been aggravated. In addition, the patient felt like a ¿guinea pig¿ for the implant. The healthcare provider was reportedly ¿not getting it in the right place¿ and was making cuts ¿here and there.¿ it was stated that it was supposed to be a short period of time to be awake during surgery. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that nothing had been resolved and she did not know what to do. It was reported that the neurostimulator ins was irritating her back and was advised to turn it off. It was noted that patient did not if something came loose or if it was not working right. It was noted that it did help the bladder but she was wondering if it was causing aggravation in her back where she was feeling the pain. It was indicated both of her feet were twitching. It was reported that patient thought she was going to die on the table. The patient also mentioned other medical issue that were not related to device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v389413, implanted: 2010-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v389413, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v38941, implanted: (B)(6) 2010, product type: lead.

Event description:
Additional information was received. The patient reported that their right foot would twitch. The right baby toe would completely separate from the other toes and causes issues when the patient tries to put shoes on. The patient did not have enough feeling in their baby toe. It was noted that the when the patient turns the stimulation down or off, the toe continued to hang there. The patient had attempted to contact their healthcare provider, but had not gotten a call back. The patient also mentioned colorectal damage from childbirth, which was ruled out as not related to the issue reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported their toe was not twitching anymore but if they point their toes their little toe goes on top of the one next to it. They had been trying to get this issue resolved for 2-3 months. No further complications anticipated.

Event description:
Additional information received reported the patient was still having concerns with their device or therapy, but had not sought further help. It was stated the patient did not call anyone because they were permanently disabled. It was indicated they could not work and could not afford to keep seeing the representative for "issues." The representative did the programming of the device. No further information was reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# v389413 serial# implanted: (B)(6) 2010 explanted: product type lead product ID 3889-28 lot# v389413 serial# implanted: (B)(6) 2010 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that a manufacturer representative (rep) said that the patient's foot and toes twitching meant the device was working. Their baby toe was weird; it didn't flex correctly anymore. It was a long and stressful experience and they thought their toe was permanently damaged.